Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered three boluses within an hour. The customer's blood glucose (bg) level subsequently decreased to 29 mg/dl. The customer lost consciousness because of the low bg level and received third party assistance from their spouse, who provided lactose gel and crackers to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.